Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead 40.6cm long was returned. A complete analysis could not be performed without return of the entire lead.

Event description:
It was reported that the patient presented in-clinic after receiving inappropriate therapy. Oversensing was observed via egms. Lead was explanted and replaced.